Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displays an error 2 message. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began one week prior to contacting lfs. The patient indicated she manages her diabetes with an unspecified dosage of janumet; however, the patient denied taking any action in response to the reported meter issue. The patient claimed that as a result of the alleged issue, she developed symptoms of dizziness and cold sweats (date/time not specified). It is not known if the patient tested with another device following the reported meter issue. According to the csr's documentation, the patient denied receiving any medical intervention or treatment after the alleged issue began. During troubleshooting, the csr noted that there was no misuse of the lfs product. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.